Manufacturer narrative:
The reported field event of no telemetry was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found. Performed battery assessment and the battery was at normal eol level.

Event description:
It was reported that the patient presented with complaint of fatigue and near syncope to the emergency room. Patient's heart rate was observed to be between 30-35 bpm. The device could not be interrogated. No change in pacing rate could be observed when a circular magnet was placed over the device. The device was never interrogated during previous visits and timely interrogation was not performed per procedure. The device did not exhibit premature depletion and was at end of life (eol). The device was explanted and replaced on (B)(6) 2017. Patient tolerated the replacement procedure well.